Event description:
Customer reported the gas module se displayed an error message, which may have affected gas monitoring. No pt injury was reported.

Manufacturer narrative:
Customer was provided with a loaner unit, while it is being returned to the company's repair center for further eval.